Event description:
Note: this report pertains to one of five devices used during the same procedure. Manufacturer report # 3005099803-2015-01402 pertains to the first resolution clip device, manufacturer report #3005099803-2015-01403 pertains to the second resolution clip device, manufacturer report #3005099803-2015-01404 pertains to the third resolution clip device, manufacturer report #3005099803-2015-01405 pertains to the fourth resolution clip device and manufacturer report #3005099803-2015-01406 pertains to the fifth resolution clip device. It was reported to boston scientific corporation that five resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, after the user tried to deploy the clip, it was noticed that the clip would not hold on to the tissue and would not lock properly. The clip fell into the patient without locking. The detached clip was left to pass naturally. The same issue occurred with the other four resolution clip devices. Another resolution clip was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) clip falls into the patient in an open state. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.